Event description:
Patient had a generator replacement occur. As no lead revision occurred, the suspect product will be moved to the generator. The explanted generator has not been received to date. No additional relevant information has been received.

Event description:
Per the provider, the patient has not been seen since surgery; however, no reports of painful stimulation have been reported since surgery. Per the provider, the cause of the painful stimulation was unable to be provided. No additional relevant information has been received.

Event description:
Patient was referred for a lead revision due to burning being experienced at the generator site. The pain radiates towards the neck. The pain occurs every few minutes. Patient was taking medication for the pain however, this has not helped. She has not had any significant injury or trauma to the area. Impedance to be okay. No known surgery has occurred to date. No additional relevant information has been received.